Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose level was 295 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that they treated high blood glucose level with insulin shots. The customer did not mention any symptom related to high blood glucose level. The customer did allege the insulin pump for under delivery as she took correction bolus for 3 hours and almost delivered 30u of insulin. The insulin pump will be returned for analysis.